Manufacturer narrative:
E1: patient city: (B)(6). Patient country: south africa. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in south africa. It was reported that the patient went to emergency room and was hospitalized on (B)(6) 2025 due to hyperglycemia event, kidney failure and ketoacidosis. The patient got treated with fusion of insulin. The duration of hospitalization was ltwo months. Patient was experienced the symptoms of dizziness and vomiting at the time of the event and the patient was tested positive for ketones. No further information available.

Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. MDR retraction: the initial MDR with manufacturing report number (3003442380-2025-15472), was submitted on 30-oct-2025. However, based on the reassessment of the complaints done on 23-jan-2026, it was found that the serious injury was not related to the infusion set and there is no allegation on infusion set. The event was due to pump is under-delivering (pump issue). Now, this case has been determined to be non-reportable. Hence, this MDR is being submitted to retract the initial MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date no additional patient or event details have been received.